Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The usb cable position needed to be adjusted to successfully charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable with no issue. Customer's blood glucose value was 70 mg/dl. Replacement cable was sent to customer.